Event description:
An outside law firm reported that a patient experienced complications with an aesculap knee implant. Reportedly the femoral component was "grossly loose" and "removed by hand". The tibial component was also "grossly loose" and "lifted out of the cement mantle" the cement mantle remained adhered to the bones and had to be extracted during the revision surgery. Additional information has been requested but not yet provided. This report is filed under ais reference (B)(4).